Event description:
It was reported that there were concerns that this pacemaker battery was depleting abnormally. Further analysis confirmed that power consumption increased due to persistent atrial fibrillation. Device was explanted and returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. The returned device was reviewed and memory noted no suspicious fault codes or resets. The device was put through and passed the returned products test. The elevated power is due to the onset of persistent atrial fibrillation. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. Therefore, the device is depleting normally. The reported allegations were not confirmed. Correction to field b5: describe event or problem.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that there were concerns that this pacemaker battery was depleting abnormally. Further analysis confirmed that power consumption increased due to persistent atrial fibrillation. This complaint is part of sensing of chronic high atrial rates reduce longevity. Risk assessment indicates this device may cause or contribute to a serious injury. No adverse patient effects.